Event description:
The customer stated that the device had a bad display during checkout. No pt connected to the unit.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory svc confirmed the reported display failure. The effect of the failure is that the device would not be able to display ECG signals or other screen output. Factory svc isolated the defect to a failed fuse f1 on the purchased dual backlight printed circuit board. They replaced the printed circuit board to restore operation.